Event description:
It was reported that the patient had inadequate pain relief from the spinal cord stimulator (scs). The patient underwent an scs system explant procedure and was doing well postoperatively. Additional information was received that all device components were removed and not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7127832. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7128093. UDI: (B)(4).

Event description:
It was reported that the patient had inadequate pain relief from the spinal cord stimulator (scs). The patient underwent an scs system explant procedure and was doing well postoperatively.